Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving a dose of 4.3mg/day at a concentration of 63mg/ml of dilaudid via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had symptoms of overdose and was diagnosed with pneumonia. As a troubleshooting action, the rate of the pump was reduced to minimum rate per the intensive care unit (ICU) nurse. Patient was admitted to the ICU with diagnosis of pneumonia and septic. Patient was on a narcan drip.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.